Event description:
The surgeon inserted a silicone lens but it was removed due to a weak capsular bag. A capsular tear occurred and a vitrectomy was performed. The surgeon stated the incident was not product related. The pt's post-operative best corrected visual acuity was 20/20.